Event description:
Stapler already inside the patient and failed to fire. Surgeon and scrub needed to override the instrument, no patient harm. Manufacturer response for stapler, ethicon (per site reporter). They will be doing an investigation on this reported product failure.